Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and inspected the system. The fse found that the issue was caused by a faulty single board computer (sbc). The fse solved the issue by removing the sbc, cleaning the internal boards, and re-installing them into the system. After this service action and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that intermittently the system failed to start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.